Event description:
The patient reported the problem was the battery wad to be pulled out to turn the stimulation. Patient reported they charged battery. Patient stated the rep and hcp reprogrammed the battery however they had it replaced with resolved the issue. Patient suggested fixing the remove so battery does not have to be out in order to turn stimulation on or off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the battery had to be removed and put back in to turn on the stimulator on and off. The patient replaced the battery and it corrected the problem. The patient met with a manufacturer's representative (rep) at the doctor's office. The rep reset the system to keep battery life. The battery was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation is turning on by itself. The patient takes the following steps: 1) resets the patient controller (he always takes the battery pack out and reinserts it before trying to press the stim on/off button). The patient complained about having to take the battery pack out of the patient controller to reset it. 2) turns the stimulation off (confirmed the steps used to turn stim off) 3) charges the implantable neurostimulator up to 100% (he knows that if stimulation is off when he charges it will charge up faster) 4) plugs the patient controller into the ac power 5) lays down to go to sleep and feels stimulation unexpectedly 6) checks the implantable neurostimulator with the patient controller, and it reads stimulation is back on in addition, the implantable neurostimulator has been depleting faster that it used to or than he thinks it should be. For example, he charged the implantable neurostimulator about an hour prior to the report, his stimulation has been off, and now at the time of the report, the implantable neurostimulator battery reads 90%.